Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that during a new pump implant procedure approximately 17ml of fluid was emptied from the pump reservoir followed by big bubbles (as expected); however, the healthcare provider (hcp) attempted to fill the pump with 20ml of dilaudid and was only able to inject 15ml. The valve lock was checked by aspirating a few ml and the hcp was easily able to aspirate; therefore the valve did not appear to be locked. The hcp injected the drug back into the pump; however, felt the dilaudid may have become diluted as the reservoir may have not been completely empty prior to the fill. Troubleshooting was performed and it was discussed to program the pump reservoir volume at the amount of drug that was able to be injected. The caller was to consult the hcp. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.